Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However during evaluation it was determined that the device had a worn bearing and failed temperature verification and vibration assessment which was due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a worn bearing. It was further determined that the device failed pretest for excessive vibration during the temperature and vibration assessment. It was noted in the service order that the device did not fix the blades. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.